Event description:
It was reported that the patient underwent a percutaneous vertebroplasty (pvp) for t12 utilizing the spinplex 20 gram twin pack (1/2 dose) on (B)(6) 2012, due to a compression fracture with multiple myeloma. It was reported that the pvp procedure was completed successfully with no delay. Two months after the pvp, 2~3mm depression (fracture) of the craniad end plate at l1 and l4 were noticed utilizing a CT. It was reported that the patient had multiple myeloma, so it's possible that the spine was fragile. No medical intervention was reported with this event.

Manufacturer narrative:
The device will not be returned as it was implanted during the procedure; it is not possible to determine the cause of the reported serious injury without an evaluation of the device. The product is not available for evaluation as it was implanted during the procedure.